Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Use error: unable to observe since it is not related to the device. Additional observations: black and green particles on the surface of the shell. Fluids observed. Crease fold observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side exchange from textured to smooth due to concern with the product. Use error added based off device expiration date and implant date. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side exchange from textured to smooth due to concern with the product. Use error added based off device expiration date and implant date. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.